Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chip on the adhesive of the bending section cover and a detached connection between the bending section and the distal end were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely adhesive peeling around the bending tube led to the detached connection between the bending section and the distal end. Regarding the chip on the adhesive, it was likely a separation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.